Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician experienced channel errors in the past. Typically if the clinician was infusing chemotherapy they would change the alaris pump, but if they were infusing blood they may try to see if the channel works on the other side of the alaris pcu. This was reported to bd associate during their site visit and no further information was provided and the device will not be sent to bd for investigation. There was patient involvement but no harm.

Event description:
It was reported that the clinician experienced channel errors in the past. Typically if the clinician was infusing chemotherapy they would change the alaris pump, but if they were infusing blood they may try to see if the channel works on the other side of the alaris pcu. This was reported to bd associate during their site visit and no further information was provided and the device will not be sent to bd for investigation. There was patient involvement but no harm.